Manufacturer narrative:
The reported subsidence occurred 3 years earlier but was not revised until the previously stated date. A visual examination was performed on the retrieved tibial insert returned to ortho development. The observed condition shows wear patterns that have been previously witnessed on tibial insert retrievals and are considered normal with the exception of the failed post. In this insert, the posterior-medial tilt subsidence and its 3-year duration, consequent anterior post loading, and long total in-vivo period were likely the key factors that contributed to the observed damage.

Manufacturer narrative:
Evaluation is in progress.

Event description:
Due to instability, a surgeon revised a total knee replacement originally implanted 11 years earlier on (B)(6) 2004. During knee revision on (B)(6) 2015, the surgeon noticed the post on tibial insert had fractured.